Manufacturer narrative:
(B)(4). Batch # t5cc6x. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45g fully fired cartridge loaded on the device. In addition five reloads were received. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what were the indications for surgery? Unk. Was the device difficult to close? No. Were any unusual noises noted? No. Does the surgeon routinely wait 15 seconds before firing? Yes. Were any staples visible in surgical field? If so, describe shape. No. Is it the surgeon¿s normal practice to use a gray reload on vessels? Yes. Was the patient¿s post-operative care changed due to event? Unk. What is the current patient status? Stable.

Event description:
It was reported that during the left upper lung segmentectomy, when severing the 1st artery of left upper lobe of lung, before firing ensure not tension for the artery, then fired, did not remove the gun, noted bleeding. The blood spread rapidly throughout the thoracic cavity, result the surgical view was with blurred vision. Because of the large amount of blood and the retraction of blood vessels, the blood vessels can not be clamped easily, the vessel was damaged,the surgery changed to left lobectomy, and took long time to stop bleeding with suture oversewing. The chief doctor suspects it was result by no staple in the reload. The patient is stable and in ICU now.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 2/18/2020. Investigation summary: six cartridges (5ecr45m and 1 erc45g) were received. The cartridges were labeled 1-5 and g1. It does not appear that any of the cartridge were reset during manufacturing. The ecr45 reloads were visually inspected and it was determined that select drivers on each cartridge had minimum amounts of dried material to allow for further analysis to determine if staples had been loaded into the cartridges. Individual drivers from each cartridge were examined using a scanning electron microscope (sem) with an energy dispersive x-ray (edx) detector. The contrast in the sem image allows identification of potential targets for the edx. The edx allows for a careful examination of the elements present on a surface. The ecr45 reload contains a liquid crystal polymer (15% glass filled) cartridge, polyetherimide drivers (10% glass filled), and titanium alloy (ti3al2.5v) staples. When the device is fired the drivers push the staples out of the cartridge, force them through the tissue, and against the anvil pockets, which form the staples into the b configuration. During this process particles of titanium alloy are left on the drivers which can be observed and identified using the sem/edx. The drivers were selected at random based on their suitability for analysis (surgical residue coverage and position in staple cavity). Titanium alloy was found on every driver analyzed, as indicated by the presence of titanium, aluminum, and vanadium in the edx spectra. Conclusion: evidence of the titanium alloy used to produce the staples in the ecr45 reloads was found on the drivers of all 6 cartridges (ecr45m 1-5, ecr45g g1) returned. This indicates that staples were loaded into the cartridges when they were manufactured.